Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera lens falls out involving an olympus camera head. The customer suspected that the cause of issue was due to lock failure. There was no patient injury reported.